Manufacturer narrative:
Device failure caused event but did not cause or contribute to a death or serious injury. Type of device: name, corrected data: previously submitted MDR indicated that the programming software was the suspected medical device. Product analysis shows that the issue is with the programming computer. This report is being submitted to correct this data. Device manufacture date, corrected data: previously submitted MDR indicated that the programming software was the suspected medical device. Product analysis shows that the issue is with the programming computer. This manufacture date has been corrected. This report is being submitted to correct this data.

Event description:
Product analysis was approved on (B)(6) 2013. An analysis was performed on the returned handheld. During the analysis it was identified that the handheld could not complete a hard reset. The cause for the anomaly is associated with a loose connector on the main board that caused the contacts button to be nonfunctional. Since the button was not functioning, a hard reset could not be completed. Once the connector was reseated, the buttons functioned as expected and a hard reset was performed with no anomalies. It was indicated that the device could not be turned off: this is expected behavior since a hard reset could not be completed and the handheld was likely on the clear all data screen, which would not allow other functions to be initiated until the current process was completed. No other anomalies were identified. An analysis was performed on the returned flashcard, and the reported allegations were not verified. Both the handheld and flashcard contained files that are typically associated with a successful upgrade. An analysis of the flashcard identified no anomalies associated with the vns software or databases. The flashcard and software performed according to functional specifications.

Event description:
Reporter indicated a vns dell x50 computer had screen freezing on an unknown screen following a software upgrade from version 8.0 to version 8.1 cyberonics software. It was confirmed the "lock" button was not engaged, and performing hard resets did not resolve the issue. The computer and flashcard have been returned and are pending analysis.